Event description:
Reporter indicated that his handheld device was not holding a charge and he wanted to have it replaced. The handheld was replaced and a new handheld device was sent to the manufacturer for analysis. No anomalies were found associated with the battery or the handheld device that could have caused or contributed to the alleged battery failure. The device met all testing and performance specifications.